Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system was exhibiting failure to capture when the patient was getting dialysis. It was also noted that the threshold was done at two volts then reprogrammed up to five volts. No adverse patient effects were reported. Currently, this pacemaker remains in service.